Manufacturer narrative:
Customer stated that they were having na precision problems after service cleaned the flow-cell. A field service engineer (fse) returned to the customer's lab and noted that modular chemistries (mc) sample probe was out of alignment. After probe alignment the instrument was functioning properly.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that they are having sodium (na) precision problem on the unicel dxc 800 pro synchron clinical system. The original na results were 151mmol/l and 145mmol/l. Patient samples were re-tested and repeated results were lower. There was no effect to patient treatment.